Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run anymore and had an e9 error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an inspection, it was observed that the motor device was running slow. During in-house engineering evaluation, it was observed that the device did not run and had an e9 error. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.